Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, an analysis of the log file provided by the account confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined. It was reported that the patient was admitted with a new driveline infection. The patient was planned to be sent home with intravenous (IV) antibiotics for a month. In addition to the admission, the patient was also experiencing low flow alarms. Testing was performed and the account only had concerns with the patient¿s elevated pi values. The submitted system controller event log file contained data from 26apr2020 through 27apr2020. The file captured low flow alarms on each day. Pi was elevated during these alarms. The pump speed did not go below the low speed limit and the pump appeared to function as intended for the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. B, is currently available. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 4 also states that pi values typically range from 1 to 10. Higher values indicate higher pulsatility (that is, the pump is providing less support and the heart is providing more support). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Heartmate 3 lvas patient handbook, rev. B, is also available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with a new driveline exit site infection. The patient grew proteus and was sent home with intravenous antibiotics for a month. The patient was experiencing low flow alarms since being admitted. Mean arterial pressures were 64-76 mmhg. Echocardiogram was completed on (B)(6) 2020. The aortic valve opens normally and the ventricular septum is at midline. The inflow cannula was visualized and the outflow graft is not visualized. Left ventricular end diastolic diameter (lvedd) is 7.0 cm. The patient is on 20 mg lasix twice a day. After looking at history, it was noted that the patient's pulsatility index (pi) was elevated for months. When flows were 3.5-4.5 lpm, pis were 7-10. Log file analysis captured low flows with high pi readings on (B)(6) 2020 and (B)(6) 2020. The estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm intermittently throughout the log file.